Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button and act button were not working and buttons not responding. The customer¿s blood glucose was 94 mg/dl at the time of incident. Customer reports there is fluid under the lcd display. The customer also state that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. No moisture damage electronic assembly during visual inspection. Device had cracked battery tube threads, cracked case at display window corners.